Manufacturer narrative:
An event regarding packaging damage involving a gmrs extension piece was reported. The event was confirmed. Method & results: the unit carton is damaged with several compression marks evident, most notable around the opening end. Both the outer and inner blisters are broken. The damage noted on the unit carton in particular indicates that the pack was mishandled and compressed to the extent that both the outer and inner blisters broke. The reported device was not implanted. DHR review determined that the lot was manufactured and packed to specification. There have been no similar events for the reported lot. Conclusions: visual inspection of the returned pack found indications that the pack was mishandled and compressed to the extent that both the outer and inner blisters broke. No further investigation for this event is possible at this time.

Event description:
Outer implant box opened and sterile packaging seal was broken.

Event description:
Outer implant box opened and sterile packaging seal was broken.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.